Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the pen needles were not dispensing her insulin. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported. Customer did not have the product with her at the time of the call; customer stated she would call back when she returned home. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.